Event description:
The MFR received info alleging a ventilator's internal battery would not charge. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by a third party service center. During the evaluation the customer's complaint was confirmed. The internal battery was replaced to address the issue.